Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and menorrhagia ('menorrhagia / heavy bleeding during menses') in a 39-year-old female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid (fibroid resection and polypectomy) and uterine bleeding. Concomitant products included ibuprofen (motrin ib) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/spotting"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 1 month 7 days after insertion of essure. In february 2016, the patient experienced fatigue ("fatigue"), pain in extremity ("pain in legs") and adnexa uteri pain ("pain in ovaries"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: acne"), alopecia ("hair loss") and abdominal pain lower ("cramps"). The patient was treated with surgery (endometrial ablation d&c and vaginal hysterectomy, bilateral salpingectomy, and culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, pain in extremity, adnexa uteri pain and abdominal pain lower had resolved and the acne, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: opposite side was then visualized and cannulized in a similar fashion with 2 coils. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.306 kgs. Hysterosalpingogram - on 25-feb-2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and menorrhagia ('menorrhagia / heavy bleeding during menses') in a (B)(6) year-old female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid (fibroid resection and polypectomy) and uterine bleeding. Concomitant products included ibuprofen (motrin ib) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/spotting"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 1 month 7 days after insertion of essure. In (B)(6) 2016, the patient experienced fatigue ("fatigue"), pain in extremity ("pain in legs") and adnexa uteri pain ("pain in ovaries"). In 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: acne"), alopecia ("hair loss") and abdominal pain lower ("cramps"). The patient was treated with surgery (endometrial ablation d&c and vaginal hysterectomy, bilateral salpingectomy, and culdoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, pain in extremity, adnexa uteri pain and abdominal pain lower had resolved and the acne, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: opposite side was then visualized and cannulized in a similar fashion with 2 coils. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Concomitant drugs added. Updated suspect drug indication. Event injury nos replaced with lower back pain, hormonal changes describe: acne, vaginal bleeding, menorrhagia / heavy bleeding during menses, urinary tract infection, migraines, headaches, dysmenorrhea (cramping), dyspareunia, hair loss, fatigue, pain in legs, pain in ovaries and cramps added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.